Event description:
Patient admitted (B)(6) 2015 after noticing dark red urine and low flows on lvad. Patient started on heparin drip. Multiple ldh drawn on this admission but could not be resulted due to hemolyzed blood. Ldh at outside lab was 1674. Vad settings: 8990 rpm, pi 4, power 5.9, flow 6.3. Despite medical therapy, patient required emergent lvad exchange, thrombus found in pump affecting function.

Event description:
On (B)(6) 2017 ldh trending up and inr 2.1. Pt missed 2 doses of coumadin per her admission. On (B)(6) 2017, ldh 1688, inr 2.6. On (B)(6) 2017, ldh 919, trending down although pt with c/o dark urine and lvad alarms with flow changes. On (B)(6) 2017 ldh 369. On (B)(6) 2018, pt admitted with increased lvad flows / powers and hemolysis. Heparin started. On (B)(6) 2018 lvad pump exchanged from a heartmate ii to a heartmate iii after multiple heartmate ii thrombosing. Thrombus noted in removed heartmate ii. Add'l info: pt ID: (B)(6). Serial # (B)(4); (B)(4). Implant date: (B)(6) 2016; explant date: (B)(6) 2018.

Event description:
On (B)(6) pt noted with subtherapeutic inr of 1.7 and ldh of 649. Pt bridged with lovenox bid x3 days. Pt states compliance with home 325mg asa and coumadin. On (B)(6) pt's inr 2.3 and ldh 649, now bridged with lovenox bid x2 days. On (B)(6) inr 2.9 and ldh 1186. Blood in urine. Pt transitioned to aggrenox and 81mg asa. On (B)(6), pt with vad numbers increased from baseline of flows 4-5, power 5 and pi's 5 to flows 11-12, power 7, pi's 7. Had dark urine several days prior. Ldh 1275 (baseline 200 to 600). On (B)(6) pt admitted and heparin started. Urine brown. On (B)(6), heparin stopped and eptifibatide started. On (B)(6) CT scan positive for thrombus on outflow cannula. Pt has persistent hemolysis despite heparin and integrilin. Echo to r/o other possible causes of rising ldh negative (B)(6) vad exchanged. Per dr "clot was visualized in the pump." Add'l info: serial # (B)(4), implant date: (B)(6) 2015; explant date: (B)(6)2016. Returned to MFR on 10/28/2016.